Manufacturer narrative:
Evaluation was completed on 1 november 2005. The technician reported problem of under infusion at bench was confirmed through testing. The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -7.23% below the desired amount. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
Pump failed accuracy test underdelivery during repair service by baxter tech. The hospital representative stated they have no record of any patient incident.